Manufacturer narrative:
Product analysis : macroscopic examination confirms the mas bone screw is fractured approximately ~7-8 threads below the screw head. Damage and smearing noted to the fracture surface. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were also around the area of crack propagation. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that on (B)(6) 2014 (date is approx.), post-op, both screws broke in the middle of the pedicle at the lowest level of the construct. The surgeon was not able to remove the tip of the screws. Additional surgery was performed as a result of this event in which the construct was extended. Patient complications were reported unknown as a result of this event.

Manufacturer narrative:
(B)(4). Product has returned but analysis yet to complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.